Manufacturer narrative:
Additional information: the left gsv was treated only. No challenges or deviations related to the location of the catheter tip prior to initial delivery of adhesive, the procedure was performed per IFU. The date of onset symptoms was (B)(6) (1 month post-procedure). Course of treatment: (B)(6) (~a month later post-procedure): itching rash on inner thing the size of a baseball. Patient was prescribed medrol dosepack and symptoms went away. Symptoms returned after the completed with medrol dosepack and another pack was prescribed. Symptoms returned again after dosepack was completed. Prescribed the patient medications/regime the allergist had for another patient with severe hsr, but didn¿t work. July: higher potent steroid topical cream. Symptoms are relieve for 8 hours and will come back. Patient has been referred to see an allergist over the weekend. Doctor is not sure when the patient will see the allergist. Issue is believed to be resolved. It was reported that the date of implant was may and the patient's age was mid 50's. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A venaseal closure system was used for treatment of the left gsv. The IFU was followed. It was reported that approximately 1 month post procedure the patient had a hypersensitivity reaction to the venaseal and had a rash on inner thigh the size of a baseball and itching. Patient was prescribed medrol dosepack and symptoms went away. Symptoms returned after the completed with medrol dosepack and another pack was prescribed. Symptoms returned again after dosepack was completed. The patient has been prescribed medications/regime the allergist had for another patient with severe hsr, but didn¿t work. A higher potent steroid topical cream was prescribed and symptoms were relieved for 8 hours and then returned. Patient has been referred to an allergist.